Event description:
An inaccurate glucose readings issue with the abbott diabetes care (adc) device was reported via social media. The customer stated that they went to the hospital due to incorrect readings from the adc device. It is unknown whether the customer noted a trend arrow on the device. Details regarding the treatment provided are unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.